Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg.ml at 3.6 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had an infection at their pump pocket site so their pump was explanted on an unknown date. There were no external factors that led/contributed to the event. The healthcare provider provided troubleshooting. The company representative was not made aware of the event until now. It was unknown if the issue was resolved. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.